Event description:
The implant holder broke off in the plate of the synfix-lr implant upon impaction into the l5-s1 disc space. The surgeon was unable to remove the implant and the threaded tip of the implant holder remains in the pt.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Subject device has been received and is currently in the eval process.